Manufacturer narrative:
Product complaint # (B)(4). Date sent: 10/17/2019. Additional information was requested and the following was obtained: what were the indications for the procedure? Tumor ablation of hepatic metastasis. Was the procedure type an open surgical ablation, open surgical resection, laparoscopic ablation, or a percutaneous ablation? Percutaneous ablation. Why does the surgeon believe the treatment was ineffective? The surgeon did not get the desired effects, the ablation area had an insufficient size. Why does the surgeon believe the ineffective treatment was related to an alleged deficiency of the probe? The temperature in real time was low (90°c instead of 100 - 120°c as usual) what is the current status of the patient? Regarding the post-operative phase, this did not cause any adverse effects or complications. However, the patient will have to repeat the procedure in the coming months as the treatment has not been effective.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: since this complaint originated from france, there is no call home data available. No device will be returned to neuwave for further investigation. The root cause is unknown. Lot ml18073665, work order (B)(4) was reviewed. Probe sn 25's led light failed. There were no other problems seen during the manufacturing or testing of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for the procedure? Was the procedure type an open surgical ablation, open surgical resection, laparoscopic ablation, or a percutaneous ablation? Why does the surgeon believe the treatment was ineffective? Why does the surgeon believe the ineffective treatment was related to an alleged deficiency of the probe? What is the current status of the patient?

Event description:
It was reported that during a tumor resection by micro-ondes, the procedure has been performed with the device which has worked properly during all the procedure. After performing a check by scan, the surgeon noticed that the treatment was ineffective: the ablation area are of insufficient size despite the respect of the parameters of time and power recommended by the manufacturer. The surgeon could not retreat the lesion since it was no longer visible on the CT images. He completed the procedure without completely treating the lesion. Regarding the post-operative phase, this did not cause any adverse effects or complications. However, the patient will have to repeat the procedure in the coming months as the treatment has not been effective.